Manufacturer narrative:
Updated b5: describe event or problem. A4 - weight: 66.8 kg.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up and the device could not be used. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was mildly tortuous and severely calcified with 70% stenosis.

Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up and the device could not be used. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.